Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The implant was not returned to the manufacturer for evaluation; however, the surgeon confirmed that the tmj device was not explanted due to its failure. The surgeon suspects that despite the fact that this was the smallest stock implant, it is still just too large for this particular patient. The review of the device history records show that this lot was released with no recorded anomaly or deviation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The implant will not be returned.

Event description:
The surgeon reported that a biomet microfixation tmj implant was explanted because it was not small enough for the patient, and a custom implant was required. However, the surgeon confirmed that the tmj device is not being explanted because of failure of the implant.